Manufacturer narrative:
The "reporter country" has been corrected in this report. In this report, box e has been updated/corrected.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer. However, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Should additional information be received, a supplemental report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a philips CPAP device. The manufacturer received information from the patient alleging headaches, mental complaints and anxiety. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. Philips has contacted sap law firm asking for a comprehensive substantiation of the health issues in the view of the liability claims received in relation to the use of the sleep apnea devices covered by the june 14, 2021, safety notification. As shared in other cases, in earlier interactions with sap related to claims of their patients, due to avg/gdpr reasons and the fact that sap does not have the information available in a way that it can easily extract the related information per patient/device, sap has informed philips to be unable to provide substantiation details on their patients. In addition, sap did inform philips that they have requested each client, upon their intake, to report any complaint they may have to igj. In conclusion, and without further details, philips is not able to conduct any further investigation of the health allegations and is not able to confirm whether the device may have contributed to the cause of the health allegations. The product in use by the patient has not returned to philips for analysis. Philips refers to the previously communicated outcomes of its extensive testing program (testresultaten voor betrokken apparaten / philips), in which the affected device is covered. At this time, the manufacturer is submitting a final report. If any additional information is received, a supplemental type of report will be filed.